Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿device is difficult to remove¿. A potential root cause for this failure could be "adhesive is too strong". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the male external catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the adhesive of the male external catheter was too strong. The patient's penis was bruised during removal of the catheter. No medical intervention reported.